Event description:
It was reported that after centrifugation of bd vacutainer® cat (clot activator tube) plus blood collection tubes, fibrin was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information.b5. It was reported that after centrifugation of bd vacutainer® cat (clot activator tube) plus blood collection tubes, fibrin was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® cat (clot activator tube) plus blood collection tubes, fibrin and poor barrier separation were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation as the returned samples have been misplaced during transit. Therefore, a total of 100 retained samples were visually inspected, and no defects relating to fibrin were found. There is no gel in the tube and hence no barrier will be formed between the serum and red cells during centrifugation. Therefore, defects relating to poor barrier separation could not be inspected. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: fibrin and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® cat (clot activator tube) plus blood collection tubes, fibrin and poor barrier separation were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.